Event description:
Literature was reviewed regarding bailout using nbca for incomplete onyx embolization of tentorial dural arteriovenous fistula. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used onyx liquid embolic. Among all patients adverse events/device product performance issues included: initially, the onyx distribution within the shunt was optimal. However, leakage proximal to the microcatheter tip suggested a potential obstruction. The microcatheter was withdrawn to prevent worsening. The initial embolization resulted in incomplete occlusion, necessitating a second procedure for complete closure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sugihara, m., fujita, a., kondoh, t., takaishi y., tanaka, h., tachizawa, n., sasayama, t.. Bailout using nbca for incomplete onyx embolization of tentorial dural arteriovenous fistula. Radiology case reports 19 2024. Doi: 10.1016/j.radcr.2024.07.138 1930-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that onyx 18 was used.